Event description:
Patient contacted dexcom technical support on (B)(4) 2015 to report an intermittent out of range signal on (B)(4) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.